Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, downstream occlusion alarms were not reproduced. A review of the event history log identified downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when none was present. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.